Event description:
--

Manufacturer narrative:
Additional information provided suggests that the system was explanted due to this patient undergoing a heart transplant procedure. The day after the heart transplant procedure this patient expired. It was confirmed that the death of this patient was not related to the device function.